Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the device noisy image issue could not be determined, however, the issue was likely the result of component failure due to a damaged charged-coupled device imaging unit, resulting in a noise image during device angulation functions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the flex deflectable videoscope was found to exhibit a noise image upon device angulation. There was no patient involvement, and no harm was reported as a result of the event.